Manufacturer narrative:
Follow-up #1: date of submission 01/25/2015 device evaluation: the pump has been returned and evaluated by product analysis on 01/10/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged battery cap issue was verified. The returned battery cap was found to have stripped threads. The cap¿s contact height measurements were out of specifications. Using a test battery cap, the pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the battery cap issue, the display was found to be dim with a pinkish contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the cap can not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.